Event description:
A 3.0 mm diameter x 15 mm length sprinter balloon was inserted into a pt for the treatment of a saphenous vein graft to the obtuse marginal coronary artery lesion. The pt's vessels were not tortuous with little calcification. It was reported that the physician was pre-dilating the lesion site, and while inflating he thought there may have been a pinhole leak. Upon further inflation of the balloon it burst at unknown atms. The balloon burst caused a perforation of the artery. A perfusion balloon was inserted at the perforation and inflated unitl the perforation stopped bleeding. The case was then aborted. No additional sequelae were reported and the pt is reported to be fine.